Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited an image with stripes. It is unknown when the issue was found, and there is no known procedure information. It was noted that the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. Corrected fields: e1, g2:deleted health care professional box. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image flickering occurred due to a defective charged coupled device, after replacing the plug u, printed circuit board, the fault persisted. Olympus will continue to monitor field performance for this device.